Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of tyndall effect is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Reported event of "tyndall effect" after injection with juvederm ultra from journal article: "multicenter prospective cohort study of the incidence of adverse events associated with cosmetic dermatologic procedures: lasers, energy devices, and injectable neurotoxins and fillers", published online, jamadermatol.2014.2494, archderm.jamanetwork.com. It is not known if any treatment has been provided.